Event description:
It was reported that during an upgrade procedure, while using the device and an older pacing lead to pace the dependent patient, the patient experienced asystole and there was failure of output. The lead was tested and found to have no issues. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.